Event description:
It was reported that on an unknown date, an unknown size epic valve was implanted in the patient. On (B)(6) 2025, the valve got explanted and a new 33mm epic plus valve was implanted.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date, an unknown size epic valve was implanted in the patient. On (B)(6) 2025, the valve got explanted and a new 33mm epic plus valve was implanted.

Manufacturer narrative:
Explant due to unspecified reason was reported. A returned device assessment could not be performed as the device was not returned for analysis. Due to the limited information available, a full investigation cannot be completed at this time. Device was received and noted that the sewing cuff was intact. All three stent posts were normal in appearance. All three leaflets were flexible and contained no tears, perforations or anomalies. The reported surgical intervention was result of case specific circumstances as device was removed surgically. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.